Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ maxguard blood collection device with male luer there was an issue with break during use. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields were updated due to corrected information: describe event or problem: it was reported with the use of the bd blood collection assembly with male luer lock there was an issue with breakage. There was no report of injury or medical intervention. Medical device brand name: bd blood collection assembly with male luer lock medical device type: fmi . Common device name: blood collection set. PMA / 510(k)#: k172763.

Event description:
It was reported with the use of the bd blood collection assembly with male luer lock there was an issue with break during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage of the luer hub with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and mechanical testing and upon completion, all results met release specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted further investigation relating to this issue through a CAPA and improvement opportunities have been identified and are in the process of being implemented. Based on evaluation of the customer photos, the customer¿s indicated failure mode for breakage of the luer hub with the incident lot was observed. Evaluation and mechanical testing of the retain samples was conducted and all results met release specifications. Further investigation activities have been conducted through a CAPA and improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported with the use of the bd maxguard blood collection device with male luer there was an issue with break during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer.  This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported with the use of the bd¿ maxguard blood collection device with male luer there was an issue with break during use. There was no report of injury or medical intervention.